Manufacturer narrative:
Initial reporter phone no.: (B)(6). Facility name: (B)(6) hospital. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection observed the leak at the level of the junction between the lower dialysate port and the filter's shell due to a crack. The reported condition was verified. The cause is related to transportation/shipping issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150, an external fluid leak was observed from the dialysate port. There was no patient involvement. No additional information is available.